Event description:
It was reported that multiple intermittent cartridge alarms occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer contacted a healthcare provider to obtain alternate insulin therapy.